Event description:
It was reported that the radiopaque region of the rotawire sheared off and was left in the circumflex artery. The target lesion was located in the circumflex artery. During procedure, a 330cm rotawire was selected for use; however, it was noted that the radiopaque region of the device sheared off and was left in the circumflex artery. Multiple attempts were made to retrieve the sheared wire without success. Physician feels this was a malfunction in the product. No further patient complications were reported and patient remained stable during the procedure with no complaints of chest pain. No complaints of chest pain. It was further reported that the lesion was located in the extremely calcified proximal circumflex artery. Rota used through lesion the turnpike advanced to exchange wire. However, when wire was pulled back, wire separated distal to transition point of .009 to .014.

Event description:
It was reported that the radiopaque region of the rotawire sheared off and was left in the circumflex artery. The target lesion was located in the circumflex artery. During procedure, a 330cm rotawire was selected for use; however, it was noted that the radiopaque region of the device sheared off and was left in the circumflex artery. Multiple attempts were made to retrieve the sheared wire without success. Physician feels this was a malfunction in the product. No further patient complications were reported and patient remained stable during the procedure with no complaints of chest pain.